Event description:
It was reported that an x-ray revealed the connectors had moved distal down the neck and high impedances were observed. It was decided to surgically explore the lead/extension sites in order to determine the cause of the high impedances. During exploration, it was discovered that the right hemisphere lead was broken just proximal to the connection. It was decided to replace both extensions and schedule another surgery at a later date to replace the broken lead. The pt recovered without sequelae. The extensions were returned for analysis. Add'l info will be provided when available.

Manufacturer narrative:
(B)(4). The extensions model 7482a51, lot#: nhu187431v and lot#: nhu188341v have ben returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.